Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified. Upon internal inspection, it was found that a system inter-connection between the connector of the control board and flex cable was loose. The flex cable will be replaced to remedy the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.